Manufacturer narrative:
It was reported that the patient was in the emergency department and the emergency room physician was experiencing an issue with the guidewire that came in the kit. The facility reported that the physician was able to insert the needle into the vein using ultrasound and the introducer needle was visualized in the vessel. The physician could not aspirate blood and another kit had to be used. The patient was unharmed however the incident caused a delay in patient care. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was in the emergency room and after placing the introducer needle the physician was not able to aspirate blood requiring the procedure to be repeated.